Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic and abdominal pain on both sides in fallopian tube direction"), abdominal pain ("pelvic and abdominal pain on both sides in fallopian tube direction"), leiomyoma ("myoma") and cyst ("cyst") in a female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concomitant products included diazepam (diazepam) since (B)(6) 2016 and ibuprofen since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("the procedure (insertion) was very painful"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), nausea ("nausea"), vomiting ("vomiting"), dyspepsia ("heartburn "), headache ("strong headache with loss of balance") and balance disorder ("strong headache with loss of balance"). On (B)(6) 2018, the patient experienced scar ("surgical scar causing embarrassment"). On an unknown date, the patient was found to have leiomyoma (seriousness criterion medically significant) and experienced cyst (seriousness criterion medically significant), depression ("depression post removal procedural") and emotional distress ("emotional distress"). The patient was treated with surgery (essure removal - fallopian tube removal, cyst removal and myoma removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, leiomyoma, cyst, back pain, nausea, vomiting, dyspepsia, headache, balance disorder, depression, scar, emotional distress and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, balance disorder, cyst, depression, dyspepsia, emotional distress, headache, leiomyoma, nausea, pelvic pain, procedural pain, scar and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: essure devices well placed. Further company follow-up with the lawyer is not possible. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic and abdominal pain on both sides in fallopian tube direction'), abdominal pain ('pelvic and abdominal pain on both sides in fallopian tube direction'), leiomyoma ('myoma') and cyst ('cyst') in a female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concomitant products included diazepam (diazepan) since (B)(6) 2016 and ibuprofen since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("the procedure (insertion) was very painful"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), nausea ("nausea"), vomiting ("vomiting"), dyspepsia ("heartburn "), headache ("strong headache with loss of balance") and balance disorder ("strong headache with loss of balance"). On (B)(6) 2018, the patient experienced scar ("surgical scar causing embarrassment"). On an unknown date, the patient was found to have leiomyoma (seriousness criterion medically significant) and experienced cyst (seriousness criterion medically significant), depression postoperative ("depression post removal procedural") and emotional distress ("emotional distress"). The patient was treated with surgery (essure removal - fallopian tube removal, cyst removal and myoma removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, leiomyoma, cyst, back pain, nausea, vomiting, dyspepsia, headache, balance disorder, depression postoperative, scar, emotional distress and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, balance disorder, cyst, depression postoperative, dyspepsia, emotional distress, headache, leiomyoma, nausea, pelvic pain, procedural pain, scar and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: essure devices well placed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("pelvic and abdominal pain on both sides in fallopian tube direction"), abdominal pain ("pelvic and abdominal pain on both sides in fallopian tube direction"), leiomyoma ("myoma") and cyst ("cyst") in a 22 year-old female patient who had essure inserted (lot no. D40621). Additional non-serious events are detailed below. The patient had a medical history of multigravida and parity 2. Previously administered products included: norethisterone. Concomitant products included ibuprofen since (B)(6) 2016, diazepan (diazepam) since (B)(6) 2016 and diazepan (diazepam). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced procedural pain ("the procedure (insertion) was very painful"). In (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required), abdominal pain (seriousness criterion intervention required), back pain ("lumbar pain"), nausea ("nausea"), vomiting ("vomiting"), dyspepsia ("heartburn"), headache ("strong headache with loss of balance") and balance disorder ("strong headache with loss of balance"). Essure was removed on (B)(6) 2018. In (B)(6) 2018 she experienced scar ("surgical scar causing embarrassment"). An unknown time later she experienced salpingitis (seriousness criterion intervention required), cyst (seriousness criterion medically important), depression postoperative ("depression post removal procedural") and emotional distress ("emotional distress") and was found to have leiomyoma (seriousness criterion medically important). The patient was treated with surgery (laparotomic bilateral salpingectomy, , myoma removal and cyst removal). At the time of the report, the pelvic pain and abdominal pain had not resolved. The outcomes for salpingitis, leiomyoma, cyst, back pain, nausea, vomiting, dyspepsia, headache, balance disorder, depression postoperative, scar, emotional distress and procedural pain were unknown. The reporter considered abdominal pain, back pain, balance disorder, cyst, depression postoperative, dyspepsia, emotional distress, headache, leiomyoma, nausea, pelvic pain, procedural pain, salpingitis, scar and vomiting to be related to essure administration. The reporter commented: on (B)(6) 2018: bilateral salpingectomy for chronic salpingitis after using essure. Procedure performed through laparotomy and uneventful. The patient was hospitalized several times. (B)(6) 2020: visit in outpatient clinic due to pain in the pelvic region (B)(6) 2020: refers that did not had symptoms improvement that believed to be from essure, remains with intense pain when walking, lower abdomen. (B)(6) 2020: patient removed device in (B)(6) 2018 and refers having no improvement in the symptoms that he attributed to essure, permanence with pain in the lower abdomen floor. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: right uterine tube measuring 7.0 x 0.7 cm with smooth and bright serosa. At the cuts, exhibits virtual light, left uterine tube measuring 6.0 x 0.5 cm with smooth and bright serosa. At the cuts, exhibits virtual light. Conclusion: moderate chronic salpingitis it is necessary to correlate with clinical, laboratorial, and radiological data. [Ultrasound scan] on (B)(6) 2016: ultrasound report for essure confirmation: transvaginal ultrasonography was performed three months after device implantation to assess retention and location. Transverse image of the right uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the left tube. A transverse image of the uterus was obtained with identification of the bilateral devices.; on (B)(6) 2017: intense pain on the left side. Us showing adnexal cyst to the left, of 7 cm.; on (B)(6) 2018: presence of normally implanted bilateral essure device.; on (B)(6) 2020: ultrasound study performed transvaginally.right ovary measuring 61 x 43 mm, showing two cystic images measuring 28 x 21 mm and 42 x 33 mm, both with thin walls and anechoic content. We didn't observe any images suggestive of an essure device in this examination.; (date unknown): uterus in ante-verse-flexion, with normal dimensions, regular outline, and homogeneous texture. Uterus measurements: 81 x 47 x 62 mm (width (w) x depth (d) x transverse (t)) volume: 125 cm³. Centred endometrium, measuring 10 mm thick. Right ovary measuring 35 x 23 mm. Left ovary measuring 37 x 21 mm, presenting a small cystic image measuring 18 x 11 mm. There is no evidence of free fluid in the posterior sac. Pelvic varicose veins. Presence of normally implanted bilateral essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-sep-2023: quality safety evaluation of ptc. Further company follow-up with the lawyer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("pelvic and abdominal pain on both sides in fallopian tube direction"), abdominal pain ("pelvic and abdominal pain on both sides in fallopian tube direction"), leiomyoma ("myoma") and cyst ("cyst") in a 22 year-old female patient who had essure inserted (lot no. D40621). Additional non-serious events are detailed below. The patient had a medical history of multigravida and parity 2. Previously administered products included: norethisterone. Concomitant products included ibuprofen since (B)(6) 2016, diazepan (diazepam) since (B)(6) 2016 and diazepan (diazepam). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced procedural pain ("the procedure (insertion) was very painful"). In (B)(6) 2016, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain (seriousness criterion intervention required), back pain ("lumbar pain"), nausea ("nausea"), vomiting ("vomiting"), dyspepsia ("heartburn"), headache ("strong headache with loss of balance") and balance disorder ("strong headache with loss of balance"). Essure was removed on (B)(6) 2018. In (B)(6) 2018, she experienced scar ("surgical scar causing embarrassment"). An unknown time later she experienced salpingitis (seriousness criterion intervention required), cyst (seriousness criterion medically important), depression postoperative ("depression post removal procedural") and emotional distress ("emotional distress") and was found to have leiomyoma (seriousness criterion medically important). The patient was treated with surgery (laparotomic bilateral salpingectomy, myoma removal and cyst removal). At the time of the report, the pelvic pain and abdominal pain had not resolved. The outcomes for salpingitis, leiomyoma, cyst, back pain, nausea, vomiting, dyspepsia, headache, balance disorder, depression postoperative, scar, emotional distress and procedural pain were unknown. The reporter considered abdominal pain, back pain, balance disorder, cyst, depression postoperative, dyspepsia, emotional distress, headache, leiomyoma, nausea, pelvic pain, procedural pain, salpingitis, scar and vomiting to be related to essure administration. The reporter commented: on (B)(6) 2018: bilateral salpingectomy for chronic salpingitis after using essure. Procedure performed through laparotomy and uneventful. The patient was hospitalized several times. On (B)(6) 2020: visit in outpatient clinic due to pain in the pelvic region. On (B)(6) 2020: refers that did not had symptoms improvement that believed to be from essure, remains with intense pain when walking, lower abdomen. On (B)(6) 2020: patient removed device in (B)(6) 2018 and refers having no improvement in the symptoms that he attributed to essure, permanence with pain in the lower abdomen floor. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: right uterine tube measuring 7.0 x 0.7 cm with smooth and bright serosa. At the cuts, exhibits virtual light, left uterine tube measuring 6.0 x 0.5 cm with smooth and bright serosa. At the cuts, exhibits virtual light. Conclusion: moderate chronic salpingitis. It is necessary to correlate with clinical, laboratorial, and radiological data. [Ultrasound scan] on (B)(6) 2016: ultrasound report for essure confirmation: transvaginal ultrasonography was performed three months after device implantation to assess retention and location. Transverse image of the right uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the left tube. A transverse image of the uterus was obtained with identification of the bilateral devices. On (B)(6) 2017: intense pain on the left side. Us showing adnexal cyst to the left, of 7 cm. On (B)(6) 2018: presence of normally implanted bilateral essure device. On (B)(6) 2020: ultrasound study performed transvaginally.right ovary measuring 61 x 43 mm, showing two cystic images measuring 28 x 21 mm and 42 x 33 mm, both with thin walls and anechoic content. We didn't observe any images suggestive of an essure device in this examination.; (date unknown): uterus in ante-verse-flexion, with normal dimensions, regular outline, and homogeneous texture. Uterus measurements: 81 x 47 x 62 mm (width (w) x depth (d) x transverse (t)) volume: 125 cm³. Centred endometrium, measuring 10 mm thick. Right ovary measuring 35 x 23 mm. Left ovary measuring 37 x 21 mm, presenting a small cystic image measuring 18 x 11 mm. There is no evidence of free fluid in the posterior sac. Pelvic varicose veins. Presence of normally implanted bilateral essure device. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 11-aug-2023: medical record received. Event salpingitis added. Historical drugs & concomitant condition added lab data updated. Further company follow-up with the lawyer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("pelvic and abdominal pain on both sides in fallopian tube direction"), abdominal pain ("pelvic and abdominal pain on both sides in fallopian tube direction"), leiomyoma ("myoma") and cyst ("cyst") in a 22 year-old female patient who had essure inserted (lot no. D40621). Additional non-serious events are detailed below. The patient had a medical history of multigravida and parity 2. Previously administered products included: norethisterone. Concomitant products included ibuprofen since (B)(6) -2016, diazepan (diazepam) since (B)(6) 2016 and diazepan (diazepam). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced procedural pain ("the procedure (insertion) was very painful"). In july 2016 she experienced pelvic pain (seriousness criterion intervention required), abdominal pain (seriousness criterion intervention required), back pain ("lumbar pain"), nausea ("nausea"), vomiting ("vomiting"), dyspepsia ("heartburn"), headache ("strong headache with loss of balance") and balance disorder ("strong headache with loss of balance"). Essure was removed on (B)(6) 2018. In september 2018 she experienced scar ("surgical scar causing embarrassment"). An unknown time later she experienced salpingitis (seriousness criterion intervention required), cyst (seriousness criterion medically important), depression postoperative ("depression post removal procedural") and emotional distress ("emotional distress") and was found to have leiomyoma (seriousness criterion medically important). The patient was treated with surgery (laparotomic bilateral salpingectomy, , myoma removal and cyst removal). At the time of the report, the pelvic pain and abdominal pain had not resolved. The outcomes for salpingitis, leiomyoma, cyst, back pain, nausea, vomiting, dyspepsia, headache, balance disorder, depression postoperative, scar, emotional distress and procedural pain were unknown. The reporter considered abdominal pain, back pain, balance disorder, cyst, depression postoperative, dyspepsia, emotional distress, headache, leiomyoma, nausea, pelvic pain, procedural pain, salpingitis, scar and vomiting to be related to essure administration. The reporter commented: on (B)(6) 2018: bilateral salpingectomy for chronic salpingitis after using essure. Procedure performed through laparotomy and uneventful. The patient was hospitalized several times. (B)(6) 2020: visit in outpatient clinic due to pain in the pelvic region (B)(6) 2020: refers that did not had symptoms improvement that believed to be from essure, remains with intense pain when walking, lower abdomen. (B)(6) 2020: patient removed device in september 2018 and refers having no improvement in the symptoms that he attributed to essure, permanence with pain in the lower abdomen floor. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: right uterine tube measuring 7.0 x 0.7 cm with smooth and bright serosa. At the cuts, exhibits virtual light, left uterine tube measuring 6.0 x 0.5 cm with smooth and bright serosa. At the cuts, exhibits virtual light. Conclusion: - moderate chronic salpingitis - it is necessary to correlate with clinical, laboratorial, and radiological data. [Ultrasound scan] on (B)(6) 2016: ultrasound report for essure confirmation: transvaginal ultrasonography was performed three months after device implantation to assess retention and location. Transverse image of the right uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device along its linear axis, including the proximal end that crosses the myometrium in the interstitial portion of the left tube. A transverse image of the uterus was obtained with identification of the bilateral devices.; on (B)(6) 2017: intense pain on the left side. Us showing adnexal cyst to the left, of 7 cm.; on (B)(6) 2018: presence of normally implanted bilateral essure device.; on (B)(6) 2020: ultrasound study performed transvaginally. Right ovary measuring 61 x 43 mm, showing two cystic images measuring 28 x 21 mm and 42 x 33 mm, both with thin walls and anechoic content. We didn't observe any images suggestive of an essure device in this examination.; (date unknown): uterus in ante-verse-flexion, with normal dimensions, regular outline, and homogeneous texture. Uterus measurements: 81 x 47 x 62 mm (width (w) x depth (d) x transverse (t)) volume: 125 cm³. Centred endometrium, measuring 10 mm thick. Right ovary measuring 35 x 23 mm. Left ovary measuring 37 x 21 mm, presenting a small cystic image measuring 18 x 11 mm. There is no evidence of free fluid in the posterior sac. Pelvic varicose veins. Presence of normally implanted bilateral essure device. Batch no d40621 production date 2014-12-09 expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-oct-2023: quality safety evaluation of ptc. Further company follow-up with the lawyer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.